Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and stated did not intend to deliver a bolus. During troubleshooting with tandem technical support (cts), cts confirmed in the pump logs an incomplete bolus alert occurred. Cts educated the customer on how the incomplete bolus alert occurred. The customer acknowledged. The customer reported blood glucose (bg) level was impacted, however the customer declined to provide a bg value.